Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (b)(46 2014, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer's attorney reported the patient had severe personal injuries she sustained resulting from the implant of a faulty neuro stimulator device. As background, the patient sought treatment in late 2010 for occipital neuralgia issues as she had been experiencing migraine type headaches. Subsequently, the healthcare provider (hcp) conducted a trial with a neurostimulator device. On (B)(6) 2011, the hcp implanted a permanent neurostimulator device. In (B)(6) 2013, the patient experienced pain and burning sensations at the site of the neurostimulator and leads. When she attempted to charge the device, it would become overheated within minutes which caused severe burning and blistering of her skin at the implant site. In (B)(6) 2014, the patient underwent surgery for the removal of the entire device due to the extreme discomfort it caused her. In addition to the extreme pain suffered by the patient, the patient was also caused to seek psychological intervention and was noted to be suffering from severe depression and post-traumatic stress disorder. Photographs of the blister were provided. A burning pain at the site of the occipital nerve stimulator was noted. Two views of the cervical spine, pa and lateral chest, and noncontrast CT of the head images were taken. Mild degenerative changes were noted on the cervical spine. There was an unremarkable appearance of the occipital nerve lead wires and the stimulator device overlying the left chest. No discontinuity was identified. No acute abnormality was identified on the pa and lateral chest. No intracranial abnormality or calvarial abnormality was noted on the CT of the head. Again, the appearances of the occipital nerve stimulator lead wires were unremarkable. Relevant medical history included occipital neuralgia.